Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposure of cable, right ang ext, 2.5id/5.5od 16awg. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. A golden power supply and golden power cord were used to power on the unit and perform all tests. Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
It was reported that external and internal visual inspections of the unit revealed exposure of the power extension cable. The peu was replaced and there were no adverse consequences reported by the patient.